Event description:
It was reported that during training/demo, there is non-recoverable fault 33002 during self-test of the system insufflator. The site performed hard power cycle of insufflator; however, there is same issue persisted. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The insufflator was replaced to resolve the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and found to have error 33002 confirmed in the system logs. Upon visual inspection no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 33002 error was triggered, replicating the reported event. The complaint was confirmed based on the field evaluation. The probable root cause of error 32002 is attributed to an electrical/fiberoptic defect of the system insufflator.